Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the upper reading of the ultrasonic sensor to be below specification caused by a failed upstream sensor. Low ultrasonic sensor readings will allow the device to be more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a pump was alarming constantly for air in line (medication, programmed amount and delivery rate unknown). The customer stated that the device was tested and confirmed a constant air in line alarm, and there was no patient injury.